Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As reported: "incorrect implant was opened and implanted. Patient was brought back into room to revise with correct pressfit implant." Clarification from mps: original procedure completed 'normally' (no problems yet perceived); patient wheeled out of o.r. Discovery made. Patient was wheeled back, revision procedure completed normally. No intra-op delays. Time between original surgery and revision was 45 minutes. Rt leg.